Event description:
It was reported that a homechoice automated pd set with cassette had a leak from the patient line. This event occurred during drain two of six of peritoneal dialysis therapy. The caregiver (cg) stated that somewhere down the patient line, close to the homechoice, there must have been a leak because some solution got on the floor and looked like it was on the patient line. The cg did not see any wetness on the bed and could not find a leak in the patient line but stated there were a few bubbles in it. The cg stated that the line was firmly on the transfer set. The technical service representative explained that the supplies were compromised and that the cg would need to end therapy and start over with new supplies. The patient finished therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.